Event description:
It was reported that one day post filter implant, the patient presented to the emergency room with abdominal pain. A CT scan was performed and identified the filter had tilted by approx 30 degrees and two of the legs had perforated the cava. Reportedly, during the implant procedure, a noncalibrated measurement of the cava was taken and the cava measured approx 28 mm. The filter was deployed infrarenal at l2 and without any difficulty. The following day, when the patient presented to the ER, the vena cava was measured and the cava measured approx 34 mm. Approx, 1 cm of the filter limbs penetrated the vena cava; there was no dye extravasation seen. When the problem was discovered, the filter appeared to have moved caudally by approx one vertebral body. The following day, the patient underwent successful filter retrieval. The patient was reported to be stable.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The event investigation and attempts to obtain the device for eval are currently underway.